Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6)2026, it was reported that the patient experienced inaccurate cgm values. When the wearable reading was getting low (no specified reading), the patient became anxious. In a hurry to raise his glucose, he dashed to the store to grab some drinks. After a little while, his levels decreased again. Not having a blood glucose meter with him, he decided to head to the hospital's emergency room since he thought it was close by. There they took a bg reading which was 450 mg/dl. The patient was treated with unspecified medication. The patient stayed less than 24 hours. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2026-129458 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.